Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis therapy using a homechoice cycler. Onset of hernia was not reported. Treatment and outcome were not reported. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1997. Additional information/correction conclusion code has been removed and replaced with conclusion code. Result code has been removed and replaced with result code. The original device investigation was performed on an incorrect serial number. The investigational tasks were reopened and completed accordingly for the correct device listed in follow up 001. As the hernia was not reported until after the device had been serviced, a complete device analysis could not be completed. However, a review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. A review of the event history log was performed and showed no malfunctions, failures, or iipv events that could have caused or contributed to the hernia. Upon conclusion of the investigation, the cause of the reported hernia could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The product information of the used homechoice machine is known. As the device was not returned, a complete device analysis could not be completed. A review of the device history and service history was performed with no issues noted that could have caused or contributed to the reported event. No malfunctions or failures were detected in the event history logs related to the patient's symptom. The cause of the reported symptoms could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.